Manufacturer narrative:
(B)(4).

Event description:
A catheter problem was reported. Hcp reported possible catheter disconnected from the pump. Patient came in four days ago. Hc reported patient had and x-ray and it looked like there was a little for of ¿lucency¿ between the catheter and the actual catheter port. Information on patient, medication or device not obtained. If additional information becomes available, a report will be provided.